Event description:
Around 2:10 am with rn, dr and x-ray in pts room the ventilator alarmed displayed all 888s on both front panels and a e31 error code. Respiratory therapist responded and began manual ventilation. Cardiopulmonary resuscitation was initiated and the pt expired.